Manufacturer narrative:
Follow-up # 2 device evaluation.the lay user/patients meter has been returned and further evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On march 14, 2016, the lay user/patient contacted lifescan (lfs) alleging that his onetouch verioiq meter displayed inaccurately high results compared to his feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed that the meter had been reading inaccurately since he got it about two months ago, although no results were provided for this time. The patient manages his diabetes with oral medication, diet and/or exercise. It is unclear what action, if any, he took after obtaining the alleged inaccurate results. He reported that at 2am on (B)(6) 2016, he developed symptoms of ¿shivering, low blood sugar and sweating¿ and he obtained an alleged inaccurately high blood glucose result of ¿138 mg/dl¿ on the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. He indicated that he self-treated his symptoms with food and/or drink, also at 2am on (B)(6) 2016. During troubleshooting, the cca established that the subject meter was set to the correct unit of measure. The patient did not have the meter, test strips or control solution available to perform a retest. It was not established if the patient¿s test strips had been stored correctly. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained inaccurately high results with the subject meter and reportedly developed symptoms suggestive of severe hypoglycemia, after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1. The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.